Event description:
It was reported that the patient presented in hospital for urgent treatment. Device interrogation revealed decrease of r-wave amplitude. Computer tomography scan confirmed that the right ventricular lead perforated the myocardium resulting in pericardial effusion. The physician remarked on the stiffness of the lead tip and the poor integrity of the myocardium. Thoracotomy was performed and the lead was explanted and replaced. The patient was recovering in stable condition.